Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuits (device 1: inspiratory limb, expiratory limb and swivel wye; device 2 and device 3: expiratory limbs) were returned to fisher & paykel healthcare new zealand. The returned breathing circuits were visually inspected and pressure tested for leaks. Results: visual inspection of device 1 revealed that the collar of the patient end connector of the expiratory limb was cracked, also white residue was found on several parts of the inspiratory limb and on the inside of the connectors. The pressure test result was within the specification. For device 2, the collar of the patient end connector and the ventilator elbow connector were found cracked and purple stain was found on the tubing. The pressure test result was outside of the specification. For device 3, the collar of the patient end connector and the ventilator elbow connector were found cracked and white residue was found around the crack of the elbow connector. The pressure test result was outside of the specification. A lot check was not performed as a lot number was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The healthcare facility reported that the damage was observed during use, which suggests that the complaint breathing circuits became damaged after they were released for distribution. Our user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. The user instructions also state the following: - do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitisers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that three rt266 infant dual-heated evaqua2 breathing circuits were cracked on the collar of the expiratory limb. This was discovered while in use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint devices are en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that three rt266 infant dual-heated evaqua2 breathing circuits were cracked on the collar of the expiratory limb. No patient consequence was reported.